Manufacturer narrative:
(B)(4). As reported by a physician the patient took part in the following study: study title: (B)(4), prospective, randomized trial to demonstrate improved metabolic control of ppen vs dddd in diabetic capd patients -the (B)(4) study, sponsored by baxter healthcare. On (B)(6) 2011 at 0800, the subject received the last administration of dianeal 2 l (lot number unknown) ip with a dwell time of five hours. On the same day, the subject completed the study. The investigator considered the event of peritonitis to be unrelated to investigational product and trial procedure. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of peritonitis in a (B)(6) patient , coincident with dianeal therapy. On (B)(6) 2010, the subject began treatment with dianeal, 2 l four times per day (lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On unreported dates in 2011, the subject experienced weakness, high blood pressure (180/100 mmhg), and cloudy effluent with fibrin. On (B)(6) 2011, the subject was admitted to the hospital with peritonitis and edema. On (B)(6) 2011, the subject received treatment with ceftazidim 1 gm ip once, followed by ceftazidim 0,25 gm ip four times per day. Outcome for the peritonitis was ongoing and improved. The subject remained hospitalized and treatment with ceftazidim was ongoing. The investigator considered the event of peritonitis to be mild in severity and unrelated to pd therapy.